Event description:
The hcp reported that the device was explanted and replaced with a similar device. No reason was given for the explant. No patient symptoms were reported. The patient had been receiving compounded morphine 50 mg/ml via the drug pump. The device and drug were returned to the manufacturer for analysis.